Manufacturer narrative:
(B)(4). The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Summary: it was received for analysis an opened box with twenty-one unopened samples of product. The complaint sample was not received. During the visual inspection of unopened samples, no defects were found on the packages. The samples were opened, and swage and attachment area were noted to be as expected. The sutures were dispensed without problems and examined along of the strand and no defects, or damaged were observed. A functional test was performed the pull force were above the minimum requirements. Per the condition of the samples received, no pull off suture needle was found, and the tested samples met the finished goods requirements. Second suture event was submitted via medwatch 2210968-2020-02107.

Event description:
It was reported that the patient underwent an unknown procedure in 2020 and the suture was used. It was reported that during the procedure, the needle came out from the suture; the suture pulled off occurred.